Event description:
It was reported to philips the device failed to deliver shock. The device was reported to be in use on a patient, causing a delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone: (B)(6).

Manufacturer narrative:
Reporter phone: (B)(6).

Event description:
It was reported to philips the device failed to deliver shock. The device was reported to be in use on a patient, causing a potential delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The users were attempting to deliver a shock to a female patient, 70-80 years old, in rapid atrial fibrillation. The patient was hypotensive, in shock, ¿desaturated and sedated¿. The electronic event file and ECG waveforms were reviewed by philips clinicians. The device was powered on into the monitor mode, leads ii, and ECG leads were placed at 1:48 elapsed time (et). The patient rhythm was an irregular, narrow complex rhythm at a rate in the 160s to 190 bpm. There were alarms for ¿extreme tachycardia¿. At 12:55 et the users selected a 120j setting in the manual mode. External paddles were placed on the patient for 3 seconds and then were removed. The users charged the 120j energy at 14:11 et but the energy was disarmed at 14:43 et with no attempt to deliver that energy. Charged energy, if not delivered within 30 seconds, will disarm. At 16:05 et they charged the energy again. There was a ¿leads off¿ message at 16:11 and followed by an energy disarm message. At 16:16 et external paddles were placed on the patient and were removed at 17:29. Defibrillator pads were placed on the patient at 17:54 et, followed by five pairs of ¿pads off¿ and ¿pads on¿ messages. The users cycled the power at 22:25, put the device in the sync mode at 22:33, selected 100j, but then powered the device off at 23:01. It appears that the users initially wanted to deliver a sync shock via external paddles. However, no attempt was made to deliver energy during the time period of charged energy. The users briefly charged the device a second time, but the energy was disarmed again. During the period where external paddles were on the patient (16:16 to 17:29), the users did not charge the energy. They switched over to defibrillator pads, but were unable to establish an adequate pads to patient contact as evidenced by the frequent consecutive pads on/off messages. When the users were unable to deliver a shock with this device, they switched to a different defibrillator and delivered therapy. The device was evaluated by philips authorized service representative and the reported symptom was not reproduced. The device passed all testing. Philips investigated the issue and determined that it is not consistent with a product malfunction. The device passed all performance testing and has been returned to the customer.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device failed to deliver shock. The device was reported to be in use on a patient, causing a delay in life saving therapy requiring another device to continue treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.